Manufacturer narrative:
(B)(4). Batch # r58x1x. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 50 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: there were no missing pieces of broken parts of both 1st and 2nd device.

Event description:
It was reported that during a semi-open colectomy, the knife stopped on the way of the 2nd firing, and the firing knob was broken off. The device was used to close the intestinal tract, and the staple height was gold. Then, the 2nd device loading 2nd cartridge was fired to close the intestinal tract other than where the first device was fired. But, the same event continued. The staple height was green. Broken pieces were retrieved, and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.